Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented for prophylactic screening prior to normal device change out. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected and a successful dft test was performed. Lead will be monitored. Patient condition was stable.